Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with vancomycin (dose, route, frequency, and duration not reported) and fortum (dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that on an unknown date, the patient¿s pd fluid was not clear. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has not recovered. Should additional relevant information become available, a supplemental report will be submitted.